Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the cartridge was filled with 500 units. The customer reloaded the cartridge successfully. Also, it was noted that the pump case broke and pulled out multiple infusion sets. The customer's blood glucose level was not impacted.